Event description:
The maryland bipolar forceps instrument was returned with no information. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found one conductor wire broken at the yaw pulley exit. The yaw pulley shows no signs of arcing. The yaw pulley is missing a piece opposite the conductor break which is allowing the grip to move within the pulley and have a larger range of motion in yaw. Engineering concluded that the added range of motion of the grip likely created excess tension on the wire causing it to break. Engineering also observed that the distal end of main tube has two sections, 180 degrees apart, with material removed all around the tube. The damaged areas are 1.25 inches and 2 inches long and are parallel to tube axis with a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.